Manufacturer narrative:
Patient information was not made available from the site. On 08/03/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 08/29/2016 software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site radiographer was beginning to acquire a pre-op spin on their imaging system, the navigation system was unable to see the imaging system trackers. The imaging system was re-booted, enabling the navigation system to see the imaging system trackers, issue was resolved. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.